Manufacturer narrative:
Final analysis found lifted wire bond joints on the radio frequency flex module which resulted in premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri). The device was explanted and replaced.